Manufacturer narrative:
The electrode has not been returned and it is unknown if it will indeed be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the electrode was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this electrode was implanted as a part of a subcutaneous implantable cardioverter defibrillator (s-ICD) system without any issues. The electrode was implanted using the two incision technique. One month later, the patient was brought in for a stress test. Before the stress test was performed, automatic set up was performed with the s-ICD system and it was noted that there was no sensing in the primary vector. Further testing of the s-ICD system noted that the signals were constantly changing in all three vectors and there was some undersensing noted in the secondary vector as well. The stress test was performed and the patient did experience a non-sustained ventricular tachycardia (vt); the s-ICD system did not sense the vt. A chest x-ray was performed and revealed that the electrode was coiled around the s-ICD as a result of twiddler's syndrome. The s-ICD was turned off and the electrode is scheduled to be replaced or repositioned. No additional adverse patient effects were reported.